Manufacturer narrative:
Customer returned (1) loose 31g, 6mm, 1ml relion insulin syringe. Consumer reported found syringe needle bent to the side, kinked needles, stopper missing from plunger rod, and rod fell out of this syringe. The returned syringe was examined and the following was observed: -the cannula was not bent and exhibited good point geometry. -the stopper was missing; plunger rod was inside of the syringe barrel. A review of the device history record was completed for batch# 8127867. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (missing stopper & plunger rod separates) ¿ the missing stopper would be the cause for why the customer would think the plunger rod separates (as reported). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above no CAPA is required at this time. Probable root cause for missing stopper: at the stopper assembly on the metro machine as the dial for the plunger comes around for the marriage of the stopper to plunger, a plunger could get hung up in the dial and not allow the stopper to assemble to the plunger. Maintenance dispatch #30531 was issued during the time of manufacture for batch #8127867 for damaged plungers. The damage was cause by an out of adjustment cylinder on the plunger in feed gate. Complaint data will be monitored for trends related to this issue. Probable root cause for plunger rod separates: the missing stopper would be the cause of the plunger rod separating from the syringe.

Event description:
It was reported that the relion® insulin syringe had a kinked needle with the stopper missing from the plunger, and the plunger rod fell out of the syringe during use. The consumer reported 3 occurrences of these events. The following information was provided by the initial reporter: "relion syringe 6mm 1ml 31g lot # 8127867 found syringe needle bent to the side. Kinked needles stopper missing from plunger rod, rod fell out of this syringe another box from 2 months ago, unknown occd date removed needle shield and metal part of needle appeared loose. Disposed of sample"

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8127867. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the relion® insulin syringe had a kinked needle with the stopper missing from the plunger, and the plunger rod fell out of the syringe during use. The consumer reported 3 occurrences of these events. The following information was provided by the initial reporter: "relion syringe 6mm 1ml 31g lot # 8127867 found syringe needle bent to the side. Kinked needles stopper missing from plunger rod, rod fell out of this syringe. Another box from 2 months ago, unknown occd date removed needle shield and metal part of needle appeared loose. Disposed of sample."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe had a kinked needle with the stopper missing from the plunger, and the plunger rod fell out of the syringe during use. The consumer reported 3 occurrences of these events. The following information was provided by the initial reporter: "relion syringe 6mm 1ml 31g lot # 8127867 found syringe needle bent to the side. Kinked needles stopper missing from plunger rod, rod fell out of this syringe another box from 2 months ago, unknown occd date removed needle shield and metal part of needle appeared loose. Disposed of sample."